Event description:
It was reported by the attorney that the plaintiff underwent an unspecified surgery in 1994. Vicryl sutures were used during the surgery. It was alleged by the attorney that the plaintiff developed a post operative infection. No other info was provided.